Event description:
It was reported that during an ion endoluminal lung biopsy procedure, excessive bleeding occurred which required intervention. The physician reported that the biopsy caused the bleeding but this event was not directly related to the ion products in use. The patient reportedly lost about 200ml of blood; no blood transfusions were administered. An endobronchial balloon was use to tamponade the bleeding and resolve it. The procedure was completed. The patient did not experience any symptoms and was never considered unstable. The patient was not hospitalized and is currently undergoing treatment for their cancer.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The system logs for the procedure date were not available as of this time of the report, hence, no log review for this procedure has been performed. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, excessive bleeding occurred which required an endobronchial balloon to resolve. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.